Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the upper aligner is missing a part and has created a gap in the teeth that is now catching food and causing pain and discomfort. Currently at 11th aligner and the bottom teeth are all separating rather than aligning. All of the front bottom teeth are loose. The current retainer is very tight and causes pain level 4, with discomfort, ill fit, jaw discomfort, and a chipped tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.